Event description:
It was reported that this pacemaker system exhibited noise and oversensing on the right atrial (ra) channel. The ra lead was a non-boston scientific product. The physician was planning a lead revision. Prior to the procedure the field representative was unable to recreate any noise and impedances were decreased a little. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).